Event description:
The report received from the affiliate states that this catheter was used on the patient. The catheter could not be retrieved through the sheath, causing the catheter to kink. The sheath and the catheter were removed by surgical cutdown. The patient is a male. The target lesion was the right coronary artery (rca). The vessel was described as quite tortuous. The product was properly inspected and prepped an no anomalies were noted. The procedure being performed was coronary angiography. The physician made access in the right femoral artery. There was no difficulty inserting the catheter through the sheath or advancing the catheter to the target lesion. There were some difficulty cannulating the rca with the catheter, and some mild torquing was needed. When the physician attempted to removed the catheter through the sheath, it became stuck also causing the sheath to kink. It was noted that there was a kink at the proximal end of the catheter which caused the catheter to get stuck. The physician used surgical cutdown to remove the products.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2009-01521 and 9616099-2009-01522. See scanned page.